Manufacturer narrative:
Follow-up #1: date of submission 09/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, no evidence of moisture was observed behind the display. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. A leak test was performed and a leak was identified at a crack at the bottom right corner between the keypad and pump seal. The pump cover was opened and no moisture was identified. The original complaint of moisture ingress behind the display could not be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has ben returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.